Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r

Event description:
During the af procedure, it was noted that the force was unable to be zero'ed. The tactisys had a solid red light on it. It was also noted that there was purple information on the contact force displayed on the ensite x system. The catheter was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.